Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications. A review of the provided data, including reagent lot performance, confirmed that all controls, curves, and qs CT values were within expected ranges. No shifts or trends were observed in the reagent lot combinations, and contamination was not suspected. The root cause was attributed to pre-analytical handling issues, which can lead to the amplification of proviral dna and result in false positive outcomes. Factors such as improper sample handling, delays after centrifugation, and storage conditions were identified as potential contributors. No product-related issue was identified, and the investigation concluded that pre-analytical handling was the primary contributing factor.

Event description:
The initial reporter alleged an increase in false positive results for patient samples tested using the kit cobas 58/68/8800 hiv 192t ivd on the cobas 6800 analyzer. The allegation was based on repeat testing of patient samples, which confirmed the presence of false positive results. No additional details regarding specific test results or dates were provided.